Event description:
Following cholangiography the "o" ring came off the catheter as the catheter was being removed from the abdomen. The "o" ring was inadvertently introduced into the pt when add'l instruments were placed through the trocar. The "o" ring was seen in the video image. An attempt was made to bring the the "o" ring out through the trocar via grasper, but the "o" ring slipped from the grasper and settled back into the abdomen out of view. Subsequent attempts to locate the "o" ring through fluoroscopy proved futile since the "o" ring is not radiopaque. Pt's procedure converted from laparoscopy to open due to physiological problems and not the concern of the "o" ring. Unable to locate and remove the "o" ring during both lap and open procedures. No pt injury or complication was reported.